Event description:
The account alleged the bed exit will not set. No patient impact.

Manufacturer narrative:
The technician found the scale was reading a negative weight. The account zeroed the scale with a patient in the bed, user error. The technician in-serviced the account on the bed exit functions to resolve the issue.